Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned in two segments. A stylet was inserted into the proximal segment in the connector pin and came to a blood occlusion in the distal conductor at 2 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increasing thresholds and there was "blocking in proximal part". It was noted that the stylet could not be re-inserted due to this "blocking" and was replaced. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.